Event description:
Gamma camera being used for brain flow study. Tech heard crunching noise, hit emergency stop button. The camera stopped. Pt table cracked. Pt's arm stuck between table and camera. Took emergency stop button off, pushed the head retract button, camera head did not move. Then went to move pt and table pushed head retract and camera head moved away. Unable to recreate event.